Event description:
The account alleges that the brakes would not hold.

Manufacturer narrative:
When the technician disassembled the left and right brake pedal assembly, and then reassembled them, the device began functioning properly. The device was tested, and the issue could no longer be duplicated. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.